Event description:
During the inspection of the ventilator, it was discovered that printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The fse found that the pneumatic back-plane and expiratory channel printed circuit boards were damaged due to liquid contamination. Moreover, according to information provided by fse, safety valve test failed during pre-use check. The device was repaired by replacing parts affected with liquid. Software was reloaded. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 cell/sensor. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Most probable cause to the contamination is ingress of liquid. Circumstances about the source of the liquid are unknown. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).